Manufacturer narrative:
The incident product will not be returned. There is no lot number available. However, the incident will be sent to engineering for evaluation. Upon evaluation, a final report will be sent.

Event description:
When the surgeon was retrieving the specimen, the metal clip around the bead got stuck on the fascial tissue. The surgeon then had to enlarge his incision size to remove the bead and bent metal. "Procedure was on saturday, no product was saved."